Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 254 mg/dl. The customer stated that she was unable to clear the screen the customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.